Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for rte stacking is (B)(4).

Event description:
It was reported that the patient this inflatable penile prosthesis experienced an infection. The device was removed and replaced with malleable. There were no further patient complications reported.